Event description:
It was reported that the customer had on the insulin pump. Customer's blood glucose level was 159 mg/dl. Customer stated that she could not escape from the estimate details page. Customer reported that the keypad was not working. Customer reported that this morning her blood glucose level was low at 52 mg/dl because she slept in earlier than usual. After breakfast, the customer entered her blood glucose reading of 159 mg/dl and felt that it gave her too much. Customer stated that the screen was a little smaller and not as bright. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
All of the buttons on the insulin pump functioned properly. No damage was noted on the in the keypad assembly. No unlocked connector and or lcd keypad connector noted during visual inspection. No cosmetic damage noted.